Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was wearing the insulin pump at the time of the event, but that it has now been lost. The customer stated that she does not know what actually happened on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.